Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one of the patient's leads came off. Additional information received implied that the patient had perforation after implant of this right ventricular (rv) lead. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.